Event description:
It was reported that the patient underwent an ophthalmologic surgical procedure on an unknown date and suture was used. The patient experienced post-op suture breakage three days following the procedure and the suture had become a thick, gelatinous mass. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.